Manufacturer narrative:
Complaint confirmed. Visual evaluation identified that the screw had fractured. However, without the return of the device, further investigation cannot be performed. The root cause of the reported failure mode is undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via sems that an ar-1317ft nano corkscrew broke after about 1/4 was inserted into the patient. All fragments were removed. This was discovered during use in a hand and wrist procedure on (B)(6) 2021. The case was completed with a different ar-1317ft same lot number.